Event description:
The surgeon had performed partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. More than (B)(6) months after the procedure, on (B)(6) 2011, mako was informed that the tibial onlay case was alleged to have had an unfavorable outcome and had been revised to a total knee.

Manufacturer narrative:
As part of normal complaint follow-up an eval using an equivalent software version and the case session file was performed by mako surgical. The results of the eval revealed that the likely cause of the event was either an inadvertently bumped tibial array or a tibial bone registration technique error. A review of labeling determined that proper set-up and instructions regarding the stability of arrays as well as the importance of using proper bone registration technique are prominently stated.